Event description:
It was reported that the patient received several inappropriate shocks due to oversensing. The lead was removed and damage was observed at explant.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.